Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion location and characteristics are unknown. The physician attempted to place a 3.00x38mm taxus liberte long stent, but was unable to cross the lesion. Upon removal, stent damage was identified. The procedure was completed with another 3.00x38mm taxus liberte long stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product age at time of event: 18 years or older. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).